Manufacturer narrative:
The eval found the temperature control out of order, the electronic pcb and thermistor were broken. The keypad was worn out. The wt-5800 warmtouch is not distributed in the u.s.; however, the wt-5300 warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the wt-5300 warmtouch is k020604.

Event description:
It was reported by covidien technician that the warmtouch temperature was too high. The unit would short heat to 53 degreesc in all heating levels. The unit did not shut down or give an alarm. There was no pt harm reported.